Event description:
Prior to starting a da vinci si surgical procedure, the user site found frayed cables on the mega suturecut instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that one of the grip cables was broken at the distal idlers and was sticking out at the instrument's wrist. The idler pulley spun freely but had damages on the edge, likely due to excess force contact on the edge. No other cables at the instrument's wrist were damaged. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.